Event description:
Patient presented to the physician with a lump at the neck incision site. On examination, the physician suspected the stimulation lead had migrated through the platysma. Due to a risk of lead erosion, the physician brought the patient into the or, repositioned the lead beneath the tissue, and closed.